Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. After completing the boot sequence, none of the home screen options could be accessed. Attempting to touch the screen over one of the options resulted in no visible cursor. When the screen was touched in the bottom left, the cursor appeared in the top right. Touching the screen in the bottom right caused the cursor to appear in the top left. After recalibrating the screen, the issue remained. The ccm did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per supplier evaluation, functional testing was completed on the central control monitor (ccm) and found that the touch controller was damaged and nonfunctional. There were multiple different possible root causes described including environmental factors, power fluctuations, physical damage, static electricity or other electrical failures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) touchscreen was out of calibration. The user facility attempted a recalibration and the arrow on the display went missing causing the ccm to be unusable. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint finding that the ccm cursor was too far off from the touch screen location. The fsr replaced the ccm and completed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The service repair technician (srt) was able to successfully enter the calibration screen, however, attempting to access the tabs was unsuccessful due to erratic cursor movements. It was determined that the display did not meet specification.